Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence . It was reported that the patient was having a bowel problem. Patient stated basically they wipe and there was still feces there and they were wiping hard. Patient didn't know if they should change the settings. If they change it, their labia would start to hurt. Patient said they would wake up in the morning and there would be feces in their underwear. Patient mentioned they had a car accident and for some reason one day it felt like the poop was not coming out and they had to strain. Patient was not sure when the fecal problem started, but then later on in the call they said the last couple weeks. Patient said they never had to wear depends, and now they have to because they didn't know what it was doing. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient noted they had an appointment scheduled with their hcp for (B)(6) 2024. Patient wanted to adjust their settings. Current settings were 1.2ma and they increased to 1.3ma. Patient said it was comfortable. Agent told caller to monitor their symptoms and see if the symptoms improved. Additional information was received from the patient on (B)(6) 2024. They reported that patient (pt) said they have hcp appointment with managing dr. On dec. 5, 2024 but they were having some bowel issues (having the urge to have a bowel movement but then not being able to make it to the bathroom on time, having bowel leakage and diarrhea ). Pt said their bladder was fine. During the call walked pt through connecting the therapy app, pt was on program 5 at 0.3v. Pt said they thought they were at 0.5 v but they were at 0.3v and didn't know why. Pt said they didn't feel stimulation. During call stimulation was increased from 0.3 to 0.8v. Pt said they felt stimulation comfortably. Pt will monitor symptoms and will follow-u p with hcp if they don't see improvement. Pt said that their hcp told them not to mess with their settings, pt said they were going to adjust their settings because they wanted these issues to resolve. Pt said they also had an issue where constipated at times, pt asked if they should turn their implant off during those times, ps reviewed info and redirected pt to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated information previously noted. The patient stated they were still having issues at night. They stated they sometimes had fecal leaks. The patient mentioned they felt like a prolapse was going on and were having hemorrhoids as well. The agent reviewed therapy adjustment options. The patient stated they increased stimulation today. They will monitor symptoms and were redirected to follow up with their healthcare provider (hcp) if the issues continued.